Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery and self test or verify no excessive no delivery/occlusion due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, customer changed infusion set and reservoir and manually pushed plunger and insulin did not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.